Event description:
Event reported by attorney. The legal complaint states the following: plaintiff had t-sling implanted on (B)(6) 2006. Surgery type/procedure: bilateral salpingoophorectomy and anterior repair with transvaginal sling. Bodily injuries, conditions and/or symptoms that plaintiff claims resulted from the pelvic mesh products include abdominal pain, painful sexual intercourse, and recurrence of incontinence, infections and bleeding. Based on the legal complaint, plaintiff first experienced bodily injuries, conditions and symptoms on (B)(6) 2007. Plaintiff claims mental and emotional damages attributed to mesh surgery.